Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a pediatric procedure, the device scissored on a vessel which caused bleeding. The device is in risk management and they will not release it. There was no other information available.